Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the device identified that the outer lumen had detached at the proximal balloon bond. This resulted in a complete detachment of the balloon from the delivery system. The shaft was kinked 582mm distal to the strain relief. The inner shaft between the markerbands was also kinked. No issues were noted with the markerbands. The balloon protector cap and detached balloon were not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the right femoral popliteal vein. A 15/3.50 flextome® cutting balloon® was used for treatment. During preparation, it was noted that the cutting balloon assembly on the end of the system became detached from the rest of the catheter. The procedure was completed with another of the same device. No patient complication was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon detachment occurred. The target lesion was located in the right femoral popliteal vein. A 15/3.50 flextome® cutting balloon® was used for treatment. During preparation, it was noted that the cutting balloon assembly on the end of the system became detached from the rest of the catheter. The procedure was completed with another of the same device. No patient complication was reported.